Manufacturer narrative:
The facility reported that the cotton tip applicators are leaving lint on the incision sites. The lint was manually removed. The account could not provide information specific to any incident. No serious injury resulted. No further intervention was indicated. The surgeon indicated that they did not like this product. The actual sample was not returned for evaluation. Without an actual sample, a root cause has not been determined. However, due to the reported incident and in an abundance of caution, this medwatch is being filed.

Event description:
The facility reported that the cotton tip applicators are leaving lint on the incision sites.